Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors alarm. Customer stated insulin pump also receive battery out limit. Customer stated they did receive low battery alert prior to off no power alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was not the second occurrence of off no power without a low battery warning. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 and a17 alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).